Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient was having difficulty connecting their implantable cardioverter defibrillator to their transmitter due to a radio frequency telemetry issue with the device. The patient was brought in clinic and it was confirmed that the device would not communicate via radio frequency telemetry. Programming changes were made, and the issue was resolved. Patient was stable.